Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the electrical short due to fluid intrusion. Corrosion was found on the radio printed circuit board (pcb) and wireless module flex, causing the components to fail and rendering the device irreparable. The device was removed from service.

Event description:
It was reported that a spectrum wireless battery smoked due to an electrical short. It was also reported that there was no patient involvement.